Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Customer's blood glucose was 300 - over 400 mg/dl. The customer's wife shook the customer to make sure customer stayed awake and coherent. Customer changed out all supplies and resumed insulin delivery.